Event description:
The pt was implanted with a vented electric left ventricular assist device (lvad). The vad coordinator reported, that the hospital made a decision to exchange the device due to suspected pump end of life. Vent filter analysis and waveforms were not submitted to the MFR for analysis.

Manufacturer narrative:
The device was successfully exchanged with another lvad; however, the pt expired the day after the pump exchange (reference MFR medwatch report# 2916596-2008-00062). The explanted device will not be returned to the MFR for eval. A review of the device history record revealed the device met all applicable specifications. Based on the info available and due to the device not being returned for analysis no conclusion can be drawn as to the cause of this event. No further info is available at this time. The MFR is closing its file on this event.